Event description:
It was reported that during a laparoscopic roux en y procedure, only half of the staples were formed. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers. The analysis found that one ple60a device was returned in good visual condition and with an ecr60d reload present in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the photographic evidence provided confirms that disrupted staple deployment while firing the ple60a device utilizing a gold staple cartridge occurred resulting in the two inner staple rows not deploying hence not properly forming on the remnant side.